Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cuff was not inflated right after the patient was intubated. The customer indicated that recannulation of a replacement tube was required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation and the reported event was confirmed. An inflation/deflation test was performed and it was observed that inflation and deflation were difficult. A visual inspection was performed and it was observed the cuff the cuff held the air. A formal investigation was initiated to address air restriction issues. The device history record was reviewed and no discrepancies were found. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.